Manufacturer narrative:
Unit passed self-test. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. Unit was able to download successfully using thump software. No unexpected frozen screen. The long trace history file did confirm stuck keypad error/ pump error 61 alarm on 08/20/2024 08:54:04:000 pm. The following were noted during visual inspection fading serial number label. The unit p-cap / test reservoir locks in place properly. No unresponsive keypad was confirmed during testing. No unexpected frozen screen noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received alert on high blood glucose and keypad was unresponsive when customer attempted to clear the alarm. The event involved product(s) mmt-1884. Troubleshooting was performed and customer reported a frozen display. Replaced battery but buttons remained unresponsive. No further patient complications were reported. Mmt-1884 was requested, and customer response was the device will be returned.